Event description:
Pt for exchange of r-sided schon xl catheter micropunctures sys was advanced under fluoro guidance along the tract of existing catheter. This was performed at about the level of the previous venotomy. Wire was introduced under fluoro guidance. An attempt to dilate the tracts to accommodate schon catheter was unsuccessful. The pt complained of significant discomfort during attempted dilation to 6-french, and there was considerable resistance consistent with approach through the costoclavicular ligament. A more lateral approach was then achieved, and the wire was easily introduced. Elected to remove the existing schon xl catheter at this time. This met with considerable resistance at the venotomy site. Radiologist attempted to withdraw this slowly, which was initially unsuccessful, and an amplatz wire was introduced. This was advanced into the svc. Slow traction was applied to the schon xl catheter. There was considerable wasting immediately beneath the head of the clavicle on the right. The catheter was subsequently fractured. The new venotomy was dilated, and the schon peel-away was introduced. Through this, a 12 x 20-mm ensnare device was introduced and used to grasp the catheter. Radiologist was unable to pull this through the peel-away sheath. The sheath was then clamped along with the snare, and the right groin was approached. Venotomy performed under aseptic conditions. The tract was dilated. A new sterile schon peel-away sheath was subsequently introduced following serial dilatation. A second 12 x 20-mm ensnare device was used to grasp the tapered end of the catheter fragment. This was withdrawn while the more cephalad ensnare catheter was advanced. Eventually, the right subclavian approach ensnare catheter was released, and the fragment was removed from the right groin. Contrast was injected using h1 catheter into the right subclavian and right internal jugular veins prior to the catheter capture from below to evaluate for venous injury. Although there was some irregularity along the previous catheter tract, did not identify any contrast extravasation. Following this, the new right subclavian venotomy was addressed again. A measuring wire was introduced, and a 20-cm schon xl catheter was introduced. Tunnel was removed. Catheter was flushed, and skin was closed with ethilon. The catheter was functioning normally at discharge. There were no addition complications.